Event description:
It was reported that the dark blue female connector separated from the light blue main body of the twist clamp on two (2) units of minicap extended life pd transfer sets. There were no noticeable cracks or broken pieces on the sets. This issue occurred when the patient was disconnecting from the patient line after peritoneal dialysis treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date ¿in the last week¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation attached with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted a female connector returned separated from the light blue main body. . Functional testing including leak, clear passage and clamp function testing were performed with no leaks noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.